Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used complaint sample of drain was received for evaluation. During visual inspection, one large deep cut was found on the drain. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, visual before and after packing of finished goods, prior to the product release. So, there was no scope at end to missed out such defect, at manufacturing / release stage. It is suspected that, external factors like mishandling or improper usage at user end could not be ruled out. Batch manufacturing record review is not performed, as the lot no. Of the complaint is unknown. Retention sample is not checked, as the lot no. Of the complaint is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: component code: g07002 product not returned. Additional information provided: in the latter case, it is considered that the broken piece may remain in the body. Since the product now is being used, the surgeon wants us to investigate the product after removal. The drain was removed without any problem in december 25. There has been no adverse consequence in the patient so far. The surgeon thinks that probably there is no residue in the body. Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Please clarify, was the drain broken into two or more pieces? No. Was any leakage detected? No further information is available. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. No further information will be provided." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a cardiovascular surgery on (B)(6) 2022 and a drain was used. After surgery, on leaving the room, the surgeon found a circular defect, not a crack of about 5 mm in the drain tube. The patient is currently using it by wrapping tape around it. At present, there has been no effect on the patient so far, but it is unknown whether the defect was originally present or it was partially broken during surgery. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.